Manufacturer narrative:
Concomitant products: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 228.5 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the normal eos (end of service) pump replacement procedure when they attempted to aspirate the catheter, it was unsuccessful. The catheter was not aspirating. The patient had no signs or symptoms related to the issue, and there were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter was then trimmed during the procedure, and a new catheter connector piece was added. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.